Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing, the device failed an accuracy test. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, missing battery door, and a lifting dso seal. Three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. The most probable cause is user error or faulty customer equipment. The service history review identified no indication that the complaint was related to a service of the device within the review period.